Manufacturer narrative:
Device evaluation: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a short infusion was performed at 100 ml/hr. No leakage was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: primary IV tubing broken and leaking inside alaris pump causing a disruption in heparin infusion to patient. Disruption found when puddle was observed under pump. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.